Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities or signs of usage. There was some evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview power supply would not power on. This occurred three quarters through the case. The reporter believes that a fuse blew in the power supply. They switched the cord, but it still would not work, then switched the power supply, and it still would not work. A new kit was then used to complete the procedure. There were no patient effects. The product is returning.